Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no instrument or reagent preparation issues. Hologic product applications specialist (pas) reviewed logs and confirmed this assay lot ran higher than the previous one, aligning with hologic's qc data. Pas could not determine if this was due to contamination or mishandling/workflow issue and advised customer to clean the lab workspaces and run environmental swab testing. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported an increase in elevated negative and low positive rlus for their sars-cov-2 tma runs using assay lot 291909 on panther instrument sn (B)(4). Hologic technical support (ts) reviewed wl 003253-20210714-06, which had 4 negative samples with elevated rlus. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.